Manufacturer narrative:
Patient went in for a battery replacement and ended up getting an infection/sepsis; not known if infection/sepsis was related to device. System explanted to allow infection/sepsis to clear; explanted devices disposed of onsite therefore no analysis possible. No further action to be taken.

Event description:
From the call center: calling to find out if there is a recall or anything wrong with the neuro stimulator. It was placed on (B)(6). My daughter has sepsis not sure if it due to the device or not tests are being done. Model number: 37800 serial number: (B)(6).